Event description:
Boston scientific cardiac rhythm management (crm) received info that this pt underwent an extraction of a guidant rv lead (4457) due to several ventricular tachycardia recorded at the pm and at the holter; physician elected to extract and replace the lead. The procedure was noted unremarkable until the implant of the new guidant right ventricular defibrillation lead, (model 0185). Positioning difficulty of this lead resulted in unsatisfactory pacing/sensing measurements. As a result, the lead was explanted and another guidant rv lead (model 0181) was selected for implant. This lead was successfully positioned in the rv apex; however, prior to lead measurements, a sudden bradycardia with hypotension was observed.

Manufacturer narrative:
Not returned. During immediate surgical intervention in response to a cardiac tamponade, a pericardiocentesis with evacuation of approx. 200cc of blood was performed. Pacing through electrodes was observed; however, pharmacological inotropic support and extensive medical intervention remained unsuccessful at converting the electromechanical dissociation; the pt expired. An autopsy was to be performed; however, reported info stated no products were to be returned for analysis.